Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was found during service evaluation. Baxter's device evaluation found the device to under deliver between 8.09% to 10.98% at higher rates during flow rate testing. Evaluation confirmed the under infusion through causality of lack of grease on the cam lobes, valves, and fingers. Therefore, the cam assembly, valves and fingers were replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device delivered at a lower rate or volume than programmed (under infusion). There was no patient involvement.